Event description:
When impacting the trident prosthesis in to the acetabulum, the cup would not seat all of the way down. Upon inspecting the trident cup impactor, the threading was sitting proud of the cup rim meaning it was inhibiting cup impaction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method and results: device evaluation and results: the returned part was assembled with a sample acetabular shell; the threads protruded from the exterior surface of the shell, confirming the reported event. Additional inspections found that the interface between the threaded stud subcomponent and handle bore showed only limited signs of pressfit assembly. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions the root cause of the event was determined to be a manufacturing non-conformance at the supplier (B)(4). The manufacturing process did not create the required pressfit assembly condition between the threaded stud subcomponent and the handle. Nc pr has been raised to further investigate the non-conformance.

Event description:
When impacting the trident prosthesis in to the actebulum, the cup would not seat all of the way down. Upon inspecting the trident cup impactor, the threading was sitting proud of the cup rim meaning it was inhibiting cup impaction.